Event description:
It was reported that during a craniotomy for a tumor removal at the healthcare facility, the values for navigation were inaccurate by 4 to 5 mm. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the evaluation process, the cranial map neuro software 6000-655-000 was identified as the primary device associated with the reported events. Based on the review of the log files no abnormalities were identified. The review of the patient scan identified that the patient was not scanned as defined in our imaging protocol. A inaccuracy cannot be duplicated but a non-optimal patient registration was identified.

Event description:
It was reported that during a craniotomy for a tumor removal at the healthcare facility, the values for navigation were inaccurate by 4 to 5 mm. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.